Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are not a factor. It was reported that the back end of 2 of the delivery system were found disconnected, both delivery system were at the same account and were being opened for use in 1 procedure. The shipping boxes were separate and there was no damage to the boxes. The first device was opened and the back end was found separated. First, they thought that the supra renal stent wheel at the back was not all the way back, but that was not the case. The decision was made to not use this device. A second bifurcated was opened and the same thing was found, but the decision was made to go ahead and implant the stent graft. The stent graft implant was successful. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (using broken delivery system). Evaluation, conclusions: user error contributed to event (using broken delivery system).